Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that to resolve the issue patient thought the device was checked to see if it was still working by checking controls and changing them. No device removal or replacement was planned.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a bad fall last october and broke their superior and inferior. The doctor said that the interstim had moved when they fell. Everything was fine until a couple of months ago when they stopped getting therapeutic relief. They tried to increase the stimulation, and that didn't help. They are increasing it again today. Helped caller connect to implant and increase settings, reviewed option for changing programs. The caller will maintain stimulation and adjust as necessary. The caller noted that they are supposed to get back with their dr with a decision on if they want the interstim removed or replaced since falling.